Event description:
Attorney's report of pt's alleged severe pain, nausea, vomiting and explant due to a defective plug.

Manufacturer narrative:
Per medical record dated 1/24/2003: "pre-hernia repair pt had left groan pain, but source could not be found, but hernia was found. Hernia was fixed, but he had similar pain postoperatively and was felt that this pain was probably unrelated to his hernia. A block was put in the inguinal canal and the pain disappears. It appeared that something in the inguinal canal is causing the trouble, or maybe an injury to one of the nerves from below." Medical records provided did not indicate cause of pt's pains. Records related to explant of mesh was not provided. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.